Manufacturer narrative:
The device was not returned for investigation. The angiograms were obtained by essential medical and confirmed a shallow access angle, extravasation is present, and the manta marker is not positioned near the access. The risk of failing to achieve hemostasis and access site complications leading to bleeding or endovascular intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. The root cause of the extravasation is likely due to a tract deployment. It was reported the user did not deploy manta per the IFU instructed 45° deployment angle. A shallow deployment angle can cause a tract deployment. Risk documentation was reviewed and tract deployment is a known risk. The occurrence of this type of incident remains below risk documentation's acceptable rate. The document history was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists bleeding at the access site, extravasation, and other access site complications requiring endovascular interventions as a possible adverse event related to vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr procedure was performed on (B)(6) 2019. Access to the left common femoral artery was gained using fluoroscopy guidance. Manta 18f was deployed at approximately 35 degree angle resulting from a shallow access angle that did not allow for a 45 degree deployment. Following deployment a "strong ooze" was seen at skin level and manual pressure was applied for 1 minute. An angiogram showed extravasation from the access site and the radiopaque marker approximately 5-10 mm from the toggle. A second lock advancement was performed. The bleed at skin level persisted and manual pressure was held for another 3 minutes. A 10 mm x 2 mm balloon was advanced to the access site from the contralateral side and inflated at 3tm for 2 minutes. Extravasation was still visible on angiogram so a second inflation at 4atm for 2 minutes was performed. Bleeding was still not resolved so a third inflation was performed at 8atm for 4.5 minutes and bleeding was resolved.